Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildy calcified mid right coronary artery (rca). Following pre-dilatation with a non-bsc balloon catheter, a 3.00 x 28mm synergy¿ dug-eluting stent was advanced to treat the lesion. However, the device was unable to cross the tortuous area in the proximal rca. When the device was removed to be used with guidezilla support, it was observed that the stent struts were flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.